Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph and it was noted that the clearlink y connector port was leaking. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution infusion set was leaking from the intravenous (IV) injection port. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.